Manufacturer narrative:
(B)(4). Examination of the device confirmed that: the distal portion of the wire had become unraveled, then became stuck during the reported attempt to withdraw the wire through the introducer needle; and the core wire appeared to be sheared and severely stretched. Inspection and testing of retained samples from the reported lot and surrounding lots confirmed that there were no defects or anomalies and product performance specifications were met. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. There is no evidence that this event was related to a pre-existing device defect. The event description and appearance of the return sample are consistent with damage to the device due to manipulation of the guide wire against the hard, sharp surface of the bevel of the metal introducer needle during the attempted withdrawal. The potential for such an event is addressed in the instructions-for-use. The IFU states: "caution do not withdraw the guide wire through the cannula, as shearing of the guide wire may result. If resistance is met, do not advance or withdraw the mini guide wire until the cause of resistance is determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow-up. (B)(4).

Event description:
The user facility reported that the guide wire came "unraveled" as it was being withdrawn during a trans-radial catheterization procedure. Follow-up communication confirmed: the guidewire had been inserted into the radial artery; the guidewire became unraveled as it was being withdrawn through the metal entry needle; the entire device was able to be removed from the patient; the procedure was able to be completed successfully; and there was no reported impact to the patient.